Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: august 1, 2015 through september 30, 2015 psr submission number: 2210968-2015-11640. Psr report identifier: 2210968-2015-08990. All event details will now be captured via emdr.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient underwent bladder suspension surgery on (B)(6) 2007 and mesh was implanted. It was reported that patient underwent excision of suprapubic mass, cystourethroscopy with bladder biopsy, and fulguration on (B)(6) 2009 due to interstitial cystitis and suprapubic lipoma. It was reported that on (B)(6) 2021 the patient underwent revision surgery which involved dissection of mesh from the urethra where the mesh had eroded into the urethra. It was reported that the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. Other procedure is captured under separate file. No additional information was provided.